Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was missing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and verified the reported issue of a missing sponge. The cause of this issue was determined to be a manufacturing deficiency. A CAPA was opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.